Manufacturer narrative:
The item number reported by the customer was (B)(4), which did not cause or contribute to serious injury and had not had a previous reportable malfunction. The device evaluation identified the item number reported (B)(4) is for the sleeve that is a component of the screw inserter and it was not broken. The fractured item number is 14-500400 which did not cause or contribute to serious injury in this case, has had prior similar malfunction that was reportable. The device history records were reviewed, no non-conformances were noted. The hardness measured at the inspection ((B)(4)) was within the specification for the device (48 min). The possible adverse effects section in the package insert state 2. Loss of fixation or bending, fracture, loosening or migration of the implant or instruments. Two polaris 5.5 ti locking sleeve screw inserter, item #(B)(4), lot #pu58c were returned for evaluation. Visual inspection of the item shows the two different failure modes: the inserters are designated ¿a¿ and ¿b¿. Inserter a has the tip fractured in a manner consistent with torsional stress. The tip of the inserter is missing. The missing tip of the driver was not returned. Inserter b has two of the pentalobes fractured consistent with torsional stress. The other three pentalobes are present and show signs of wear. A function check of the returned items was not performed; the visual inspection confirmed the complaint. Inserter a was measured at 8.8610¿, the device drawing specifies the length as 8.975 ± 0.005¿, indicating approximately 0.114¿ of the driver is missing. The missing tip of the driver was not returned. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture. Report one of two for the same event, see also 3004485144-2015-00045.

Event description:
The sales associate reported the tip of the instrument was worn and broke off during torqueing. There were no adverse events reported.